Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited air/water tube and air/water cylinder had white foreign material inside the tubes. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been one year since the subject device was manufactured. The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified, it was unknown if there was a deviation from the reprocessing steps in the instructions for use, and there was no physical damage in the area where the foreign material remained. Therefore, a root cause could not be determined. The suggested events are detectable/preventable by handling the device in accordance with the following IFU. The IFU states the detection method in device operation manual under the section for preparation and inspection and the IFU states the preventative measures in the reprocessing manual under the section for reprocessing the endoscope. Olympus will continue to monitor field performance for this device.